Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called and reported receiving motor error and no delivery alarms. Customer's blood glucose was 512 mg/dl. Customer attempted to treat with the insulin pump and had resolved the no delivery alarm on his own, however high blood glucose persisted. Troubleshooting was declined for no delivery alarm. The motor error alarm occurred during bolus delivery. Customer stated the device was not exposed to magnetic resonance imaging. The sensor feature was not being used and customer was unable to complete the rewind sequence. The customer also mentioned experiencing severe low blood glucose on (B)(6) 2015. He stated he was unaware of what blood glucose at lowest point, but it was 65 mg/dl when customer did check. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.